Manufacturer narrative:
A pedicle screw was removed during the revision case on (B)(6) 2016. Part number 73865-50; ti cannulated polyaxial screw 6.5 mm x 50 mm (ti-6ai-4v eli). An evaluation is not possible at this time. The implant(s) have not been returned nor has the identifying lot number(s) been provided. Upon the receipt of additional information and/or the suspect implant(s) a follow report will be submitted

Event description:
Patient originally had l5/s1 synovial cystectomy in (B)(6) 2013. He went into the hospital with a complaint of severe back pain radiating to the left thigh and lower extremities. On (B)(6) 2015 an l5/s1 tlif was then performed in which alphatec instrumentation was utilized. The patient returned to the hospital on (B)(6) 2016 to perform a l3-l5 decompression and s1 bilateral screw revision. The patient had developed left-side low back pain with some claudication component. CT myelography showed canal stenosis at the l3-l4 and l4-l5 in the setting of epidural lipomatosis. The patient also had osteolysis around the bilateral s1 screw. During the case, the intervening rod (l5/s1) was removed and found to be broken in two (2) discrete pieces. This had not been appreciated on the CT myelography images. Additionally, the epidural space was encountered and explored. The dorsal aspect of the peek interbody cage on the left side was identified. It appears to be solidly lodged into place and, thus, no additional manipulation or augmentation of the interbody fusion was felt to be indicated.